Event description:
It was reported that patient underwent primary knee arthroplasty on (B)(6) 2011. Revision procedure was performed on (B)(6) 2012 due to pain and loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 reports related to the same event. (See 3002806535-2012-00114/116).